Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Troubleshooted the unit and found that the flow control valve was the issue. The flow control valve was replaced. Performed ovp testing and performed flow control exercise and characterization. Finished all testing. Unit was working to specification. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea unit auto cycles when placed on patient. At this time, there is no information regarding patient harm associated with the reported event.